Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitreous handpiece was not cutting during a cataract extraction with intraocular lens implant. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The system and handpiece (hp) were both examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The handpiece was manufactured on february 7, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).